Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, the rotor was running roughly. The rotor and bearings were replaced and preventative maintenance was performed.

Event description:
It was reported that the device overheated. There was no pt involvement and no allegation of adverse consequences associated with this event.